Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient's site was leaking (infusion site discharge), red (infusion site erythema), swollen (infusion site swelling), and painful (infusion site pain). The patient was able to feel wetness under the dressing. The reporter stated the patient had an infection along with pus at the sq infusion site, so the patient changed his site. Frequent infusion site complications occurred including leaks leading to tissue injury and antibiotic use. Sites often required early replacement, though leaks were hard to detect. Device limitations (lack of communication alerts) contributed to delayed detection. The patient used both neria guard and cleo guard infusion sets; cleo was more painful but leaked less and lasted longer. Infusion site pain and discharge were considered possibly related to cleo guard, while infusion site discharge was considered possibly related to neria guard.